Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was not removing air from the cartridge prior to filling the cartridge. Tandem technical support educated the customer on proper load procedure. There was no adverse impact to the customer's blood glucose level. During troubleshooting, customer stated that the issue had been resolved and declined to troubleshoot the issue with tandem technical support further, therefore no additional information was obtained on how the issue was eventually resolved.